Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that cuts appeared on the pt's percutaneous lead (lead). Rescue tape was applied to the cuts on the lead and the pt was sent home. An inquiry to the manufacturer was made regarding a possible external lead replacement and the manufacturer's physician acknowledgement request form for an external lead replacement was sent.

Manufacturer narrative:
The manufacturer is attempting to acquire additional info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.